Manufacturer narrative:
Section h10: (d4) lot number: 119750001. (H3) based on previous similar investigations, the broken reamer reported was likely the result of reaming off-axis under high loads or accidentally contacting the retractors while reaming. However this cannot be confirmed as no information regarding its surgical use was reported for this case.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a primary procedure on this (B)(6) y/o male patient, the center piece of the primary large pilot reamer detached from the outer cage during reaming. It slightly enlarged the center cage hole, requiring cementing of the glenoid cage. Extra time had to be taken to cement the center cage of prosthesis, approximately 5-15 mins. Patient was last known to be in stable condition following the event. Instrument to be returned. No parts or pieces of the device fell into the patient wound site. (B)(4).